Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe had a damaged unit package where sterility is compromised. The following information was provided by the initial reporter: "open packaging (non-sterile)."

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe had a damaged unit package where sterility is compromised. The following information was provided by the initial reporter: "open packaging (non-sterile)."

Manufacturer narrative:
H6: investigation summary: since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retained samples from the same lot were evaluated, no defects or issues found. Additionally, no sealing-related defects were found. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time.